Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The equipment's data histories were evaluated against the dates of the occurrences of said complaint. It was verified that between the days july 18 and 21, 2023 there was no record of any patient with the reported data, that is, there was no programming of volume of 950ml, flow rate programming of 13ml/h, or even programming 13 hours long. To continue with the analysis of historical data, verification was carried out of the last programming carried out on the equipment. On (B)(6) 2023, the a flow rate of (B)(4) was programmed in order to infuse a volume of 110ml. The expected time was eight hours. This infusion was started at 22 hours, 15 minutes and 58 seconds and concluded at 3 hours, 2 minutes of 19 seconds of 07/21/2023. The total infusion time was 4 hours, 46 minutes and 31 seconds. The actual volume infused was 65ml. This way, it was verified that the infusion occurred as programmed by the user. The equipment was also subjected to a flow accuracy test, having programming was carried out using the same programming carried out by the user. In this way, an infusion of 110ml was programmed at a flow rate of flow rate of 13.75ml/h. The infusion time was 8 hours. The measurement was carried out using a graduated and calibrated glass beaker. At the end of the flow test, it was verified that there were no deviations in flow or volume infused, or any alarms throughout the analysis period. Due to the data presented above, your complaint was classified as "not confirmed", given that no deviation in quality for the equipment in question.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion" according to the customer: "the patient's mother reports that on 08/13/2023 20:45 the advance of npt infusion by 55min and (B)(6) 2023 40min."